Event description:
A hospital in (B)(6) reported via our distributor that two mr210 adult humidification chambers leaked and they then noticed that the chambers were cracked. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices were not returned to us for evaluation. We have conducted an investigation based on photographs supplied by the customer. Results: the photographs showed small cracks at the base of both chamber domes. A lot check revealed no other similar complaints for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the cracks developed post production, during transport, storage or use. The shape of the crack suggests that it occurred as a result of an external impact or possibly due to residual stresses from the manufacturing process. (B)(4).